Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. It was noted cartridges have been used for over 72 hours, tandem technical support educated the customer on proper usage.

Manufacturer narrative:
The customer followed up with tandem regarding the issue. Due to ongoing occlusions the pump was replaced.

Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.